Event description:
It was reported to philips that the system generated the following remote alert: error_fluostr-imageds. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, coronary treatment was performed by the customer and the procedure was delayed 45 minutes and completed as planned. The philips remote service engineer (rse) checked the system remotely and confirmed that there was an error message showing that ippc failed to start up. Review of the system log file confirmed the ippc malfunction. Upon troubleshooting rse found that that free disk space is too low. To resolve the issue, rse performed database consistency check and repair and recreated the image store. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.